Event description:
Additional information received reported that the manufacturer representative who was the reporter for this event did not remember any other details. However, they noted that they did report it.

Event description:
It was reported on (B)(6) 2014 that there was an event involving a patient that had an issue with scarring impacting their recharging because the implantable neurostimulator (ins) charged fine outside of the body. [It was noted by the reporter that this event was already reported a "couple of years ago" when it occurred but no information was obtained from the reporter to identify the report, event or patient or when the manufacturer or agent became aware of the event.] Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
(B)(4).